Manufacturer narrative:
Hallucination, event date approximate.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient had been hallucinating on and off for about two years. They had also been in and out of coherency since their most recent implant. They did not think the device was working and had to have it reprogrammed at the hospital. In (B)(6) they turned off the stimulation and the patient was thinking and able to function completely. They had also been in and out of coherency since implant. About 2-3 months ago there was a return of hallucinating, and last month it was really bad. The patient also indicated this morning their hallucinations returned. It was further noted the patient had been in and out of the hospital with the hallucinations coming and going, and had been seeing a skilled nurse trying to get them back on their feet. No further complications were reported as a result of this event.